Manufacturer narrative:
H6 - health effect clinical code: 4581 - redness, photophobia, iris chaffing. Claim# (B)(4).

Event description:
During an ascrs meeting a presentation indicated that there was a case study that indicated that a patient that received implantable collamer lens of -7.50 diopter, into the right eye (od). It noted there was lens rotation and at 4 months postoperative, the patient complained of redness and photophobia. During examination there was iris chafing in this patient. The lens was repositioned and this resolved the problem.